Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be cracked on the left side corner of top case also cracked on right plunger and broken bottom case inside of battery compartment. Device underwent occlusion testing, confirming the reported customer complaint. The main board was found misaligned as the pump had been dropped by the customer. The problem source has been determined to be user interface.

Event description:
Information was received that device motor is not running. No adverse effects reported.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645. H10 ? Device evaluation results: one medfusion pump was returned for investigation in used condition. The pump was cracked on the left side corner of the top case. The right plunger was also cracked. The bottom case inside of the battery compartment was broken. An occlusion test was performed. The motor not running error reported by the customer was evidenced in the event history log (ehl). The motor not running error was also reproduced during an occlusion test. This error occurred because the main board was found to be misaligned. This misalignment resulted from the pump being dropped by the customer. This was established as the root cause of the reported product problem. The following components were replaced on the pump: top case, bottom case, right plunger case, and the left plunger case which had a broken boss. The investigator also replaced the lcd display due to a line in the screen. In addition, the following components were also replaced: interconnect pcb (had a broken c9 connector), and battery (lmd was below 1600). The pump was then cleaned, greased, and calibrated. The pump subsequently passed all the functional tests.